Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.

Event description:
It was reported that during a da vinci si cholecystectomy procedure, the customer noted that the monopolar curved scissors instrument was dull. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, the instrument was placed on an in-house da vinci robot system to perform a latex cut test. The monopolar hot shears curved scissors instrument did not cut cleanly through 0.006 latex. The latex got snagged at instrument's scissors tips. The blade edges were not damaged, but the edges exhibited wear at the tips, negatively affecting cut performance. Additional observation not reported by site pad printing damage. The orange pad printing was found to be removed from one side of the instrument's tube extension. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.